Event description:
It was reported by service report that the left siderail was unable to be locked in the upright position and toprail was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.